Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: user error.

Event description:
Patient reported, "left side hardness", "areola discharge" and "allergic dermatitis". Device was explanted. "The capsule was removed. And the device was cleaned sterilized and implanted again". Device remains implanted.